Event description:
Rptr had the plates put in her back and now she is beginning to lose her balance. She falls often now, and is still in a lot of pain and has no feeling in her right leg and can't control her bladder now.